Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, the customer experienced low blood glucose (bg) of 53mg/dl, cause was unknown. The customer required assistance addressing bg with glucose tablets and carbohydrates.